Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right external iliac artery. A 5.0x40x75cm express® ld biliary stent was selected to treat the lesion, however, the stent came off completely from the stent delivery system (sds) and dislodged within the right external iliac. Hence, the physician advanced a charger balloon through the dislodged stent and dilatation was performed. The stent was then successfully deployed and the procedure was completed. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The complaint device was returned for analysis. Device analysis identified that the stent was deployed/detached and was not returned for analysis. An examination of the balloon identified clear evidence that the balloon was inflated with traces of solidified contrast media inside the balloon. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the right external iliac artery. A 5.0x40x75cm express ld biliary stent was selected to treat the lesion, however, the stent came off completely from the stent delivery system (sds) and dislodged within the right external iliac. Hence, the physician advanced a charger balloon through the dislodged stent and dilatation was performed. The stent was then successfully deployed and the procedure was completed. No further patient complications were reported and the patient's status was fine.